Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the abbott architect method. Based on the data provided, erroneous tsh results were also identified for patient 1 and erroneous ft4 results were also identified for patient 2. The erroneous results were not reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft3 iii erroneous results and medwatch with (B)(6) for information on the ft4 erroneous results. The customer treated patient sample 1 with hbt scantibodies to check for possible interfering factors. No interferences were identified. Refer to attached data for patient results and the results from hbt scantibodies testing. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.

Manufacturer narrative:
The customer provided data for an additional patient sample (patient 3) with erroneous tsh and ft4 results compared to the architect method. No information was provided concerning if an erroneous result was reported outside the laboratory or if the patient was adversely affected.

Manufacturer narrative:
Further investigation was performed on patient sample 1 and 3. A specific root cause was not identified for the discrepant tsh results. Tsh results generated with different types of analyzers can produced different results. This relates to the overall setup of each assay, the antibodies used and differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
Patient 2 was tested on the abbott architect system on (B)(6) 2017 and not (B)(6) 2017 as stated in the initial report.